Event description:
New information received notes that low sensing was observed via remote transmission. Noise was observed in previous follow-ups. Patient was brought into clinic. Noise was not reproduced with pocket manipulation and arm movements. Programming changes were made.

Event description:
It was reported that non-sustained lead noise due to intermittent oversensing on the ventricular channel was observed. Myopotential oversensing was suspected. Programming changes were made. There were no adverse consequences to the patient.